Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd syringe experienced 2 cases of broken/damaged plunger rods and 1 case of foreign matter contamination. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician encountered broken / damaged plunger rod (2) and difficulty drawing fluid / medication into syringe (2) related to luer lok and luer slip tip syringes as well as foreign matter (1) and difficulty drawing fluid / medication into syringe (1) related to catheter tip syringes.